Event description:
The customer reported that the system intermittently would not display a fluoroscopic image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the fuse holders. No further repair info is available. The system operates as intended.